Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2016. The customer's blood glucose was 32.1 mmol/l at the time of the hospitalization. The customer reported experiencing nausea and vomiting from their high blood glucose. The customer also reported a motor error alarm occuring when attempting to bolus. Customer also reported they were unable to clear the motor error alarm. Troubleshooting found the customer was unable to complete the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or no delivery tests due to the motor error alarm. No moisture damage was noted on the electronic assembly. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.